Event description:
It was reported the pt experiences heating and over-stimulation from his scs system. The pt requested the scs system be explanted.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.